Manufacturer narrative:
(B)(4). Cat# 51-104130, lot 7120334, tprlc 133 t1 pps. Cat # 010000663, lot 7330092, g7 pps ltd acet shell. Cat# 30123605, lot 65588031, 7 vit e high wall lnr. Cat# 650-1068 ,lot 3063671, cer option type 1 tpr sleve. Cat# 650-1057, lot 3127943, cer bioloxd option. Cat# 00-6250-065-30, lot j7375801, bone screw 6.5x30. Cat# 31-323220, lot 65717604, 3.2mmx20mm rnglc+ acet drl bit. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00015 the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threaded shaft is coming loose from the cup. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified scratches on the shafts of both inserters. The hex features are nicked and scratched. No thread damage was observed on either inserter. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.